Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized twice in one week for treatment of hyperglycemia (580 mg/dl). Customer attempted to treat elevated blood glucose levels with a correction bolus via the pump. Customer was treated with intravenous insulin and fluids while hospitalized. Customer was released from the hospital the following day with the issue resolved.